Event description:
(B)(6) called to report the death of (B)(6). Cause of death was reported as heart failure complications from diabetes. (B)(6) stated that the pump was working as designed at the time of death. (B)(6) passed away (B)(6) hospital.

Manufacturer narrative:
Unomedical (B)(4) received one used device, since the lot number was not available, the retained samples from the reserve lot could not be tested. Further info has been requested from the distributor. A follow up report will be submitted no later than january 2012.